Event description:
It was reported that the right atrial (ra) lead was explanted due to dislodgement. The dislodgement was confirmed via x-ray. It was believed that this was related to twiddler's syndrome. The patient had been experiencing pain. No additional patient adverse effects were reported.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and h6 patient codes.

Event description:
It was reported that the right atrial (ra) lead was explanted due to dislodgement. The dislodgement was confirmed via x-ray. It was believed that this was related to twiddler's syndrome. The patient had been experiencing pain. No additional patient adverse effects were reported. Additional information was received by patient, that the patient had developed blood clot and as a result the lead was explanted.

Event description:
It was reported that the right atrial (ra) lead was explanted due to dislodgement. The dislodgement was confirmed via x-ray. It was believed that this was related to twiddlers syndrome. The patient had been experiencing pain. No additional patient adverse effects were reported. Additional information was received by patient, that the patient had developed blood clot and as a result the lead was explanted.

Manufacturer narrative:
This report contains correction in section h6 impact codes. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A complete lead was returned intact. Visual examination noted the helix was fully retracted and there was dried bodily fluid within the helix housing. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. This report contains additional information in section b5 describe event or problem and h6 patient codes.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A complete lead was returned intact. Visual examination noted the helix was fully retracted and there was dried bodily fluid within the helix housing. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. This report contains additional information in section b5 describe event or problem and h6 patient codes.

Event description:
It was reported that the right atrial (ra) lead was explanted due to dislodgement. The dislodgement was confirmed via x-ray. It was believed that this was related to twiddler's syndrome. The patient had been experiencing pain. No additional patient adverse effects were reported. Additional information was received by patient, that the patient had developed blood clot and as a result the lead was explanted.